Event description:
Found during routine testing. Customer called and reported device service indicator is lit even after cycling power. A fault code related to a voltage supply was observed to be logged into the device's error log. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed the reported problem. Physio cleared the fault code and then observed proper device operation through functional and performance testing. The reported problem could not be reproduced and the fault code did not recur.